Event description:
It was reported from (B) (6) that, while attempting to seal the channel between the larger and smaller compartment of the device, leaks occurred in three devices.

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon stated the event was not related to the iol. The refractive surprise was due to the iol sitting more posterior causing a hyperopic shift. Additional info has been requested.

Manufacturer narrative:
The event reported describes the same type of device damage as in previous report (9617787-2008-00022). The evaluation is the same as for (9617787-2008-00022). The user has started to employ a newer generation sealer, and no reports of this nature for this user have been received since.unless substantially significant information is received, this constitutes a final report.